Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain indications for use. It was reported that the handset was not working right. The patient mentioned that they got a replacement communicator last year and it worked for a couple days and then it stopped working. The patient stated handset/communicator got stuck on 90% on retrieving and connecting. They had error message showing to restart application (suspected service code 338). The agent walked patient through clearing patient data and the patient was able to connect to the pump without issue. The patient initially claimed they should be getting 6 boluses every 4 hours. The lockout duration changes from dose to dose. The agent reviewed lockout duration and bolus restriction window with the patient. See below bolus duration: ¿1 min lockout duration: 4 hr dose restriction: 4 every 24 hours max activations: 4.¿ the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issues.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, product type: accessory. Product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that after clearing the data their devices, including the communicator, worked fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.